Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 70 mg/dl, 350 mg/dl, and 525-550 mg/dl. No adverse event reported. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.